Event description:
It was reported that the specialty instrument xia ii shaft for xia iii screws broke while being used under power to insert a xia 3 6.5x45mm screw in the l5 pedicle.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: manufacturing records for this product were reviewed and no incidents were found. Materials analysis was performed and the part was found to meet the requirements on the drawing. The fracture was a cleavage and ductile mix mode. Conclusion: therefore, the cause is not determined and multifactoral.

Event description:
It was reported that the specialty instrument xia ii shaft for xia iii screws broke while being used under power to insert a xia 3 6.5x45mm screw in the l5 pedicle.